Manufacturer narrative:
A comprehensive investigation was conducted on discovery. All records purport the product was manufactured and distributed in compliance with FDA, state, local, and manufacturer operating procedures. Although the culture of fluid aspirated from the surgical site grew various bacteria, a sister graft from the same lot was tested at an independent outside lab and met sterility requirements. Another sister graft was tested and met all lot release criteria including post hydration handling and strength specifications. There was no report of device failure at the time of surgery. Despite the implanting general surgeon's insistence that this was not an unexpected outcome, this MDR is being filed in an abundance of caution.

Event description:
A female patient had a ventral hernia repair on (B)(6) 2015 with an acell device as reinforcement in an underlay implantation. Two months post op the patient was seen for wound on her abdomen. Following CT scan, the patient underwent an incision and drainage procedure for fluid collection at the prior surgical site.